Manufacturer narrative:
(B)(4). Date of manufacture 02/27/2015-03/04/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap was unsealed. The issue was discovered before use. The patient did not use the minicap. There was no patient injury or medical intervention reported. No additional information is available.